Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that large fluctuations in pacing impedances were observed on the right ventricular channel of this implantable cardioverter defibrillator (ICD). None of the measurements were out of range. Boston scientific technical services provided trouble shooting recommendations. This ICD remains in service. No adverse patient effects were reported.